Manufacturer narrative:
The reported event, sparking, was not duplicated. However, it was confirmed as the failure analysis engineer visually found significant wear on the front of the handpiece, which he stated is from use with a jig. The failure analysis engineer added that a handpiece cannot spark by itself, but may spark when contacting another piece of metal such as a jig.

Event description:
It was reported that during testing conducted at the user facility, the device was sparking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility the device was sparking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.